Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer informed olympus, during a therapeutic gastroscopy for gastrointestinal bleeding, the probe did not have any current output. Three (3) unknown clips were required to stop the bleeding. The procedure was completed with a similar device. The esg-100 was tested 21feb2022 by medical engineering and no issues were found. Facility tested training probe and no issues were found. The facility is comfortable using the probe and esg-100..

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is undetermined. As stated in the instructions for use, this event could have been prevented: on page 6 of the device IFU (p9100505-001_ah), it states: "insufficient generator output time or generator output level may not provide the operator with the desired level of coagulation" on page 3, it also states: "interference produced by the operation of high frequency surgical equipment may influence the operation of other electrical equipment adversely."

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information received from the author: the author reported the bleeding was mild and was treated endoscopically. The patient did not require a transfusion or change in treatment course. The customer stated it is standard practice to use clips to stop gastrointestinal bleeds and the use of multiple clips is also standard.